Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had been exposed to moisture from a shower. The insulin pump vibrated then had a blank display. There was fluid under the screen. The customer¿s blood glucose level was 164 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for several days and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. No moisture damage was also found on the motor, force sensor, electronic assembly, or keypad assembly during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.